Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a breach in aseptic technique (home patient did not wear a mask during peritoneal dialysis therapy) which caused peritonitis and resulted in hospitalization. The treatment for peritonitis was oral vancomycin (dose and frequency not reported), and rocephin (dose, frequency, and route not reported). The patient was retrained on proper aseptic technique. Against medical advice, the patient left the hospital, but is reported to be recovering from the peritonitis. No additional information was available at the time of this report.